Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in tubing) during prime on the home choice (hc). The home patient (hp) stated she cycled the power on the machine and knew she had to start over with new supplies. The hp stated she forgot to close a clamp that was not attached to a bag. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. As the cassette was not returned, a device analysis cannot be completed. The labeling instructs the customer to ensure clamps on unused lines are closed.